Manufacturer narrative:
Continuation of medical devices: product ID 37601, serial# (B)(4), implanted: (B)(6) 2018, product type implantable neurostimulator. Product ID 3389s-40 lot# va1j3a9, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 16-may-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). Intraoperatively on (B)(6) 2018, the surgeon saw that the left stn lead wire was fractured and the patient had lost the benefit of his left stn therapy. The surgeon connected the same lead to a new extension wire and new left neurostimulator but open circuits were shown on all contacts for that lead. Impedance check showed the following readings: left stn: case and 3 high x case and 2 high x case and 1 high x case and 0 high x 0 <(>&<)> 3 39.8k ! 0 <(>&<)> 2 high x 0 <(>&<)> 1 13.7k ! 3 <(>&<)> 1 high x 3 <(>&<)> 2 high x 2 <(>&<)> 1 high x the impedances for the left gpi were all in normal range. The voltage for this left stn were turned to zero volts but the neurostimulator was still turned on to power the functional left gpi lead. The surgeon will likely replace the left stn lead facture in the near future. It was unknown how the lead fractured. The issue was not resolved at the time of the report. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported in order to resolve the fractured lead, high impedances, and therapy issue the left sided lead was replaced on (B)(4), 2018. Regarding the status of the explanted device, the hospital was unwilling to release the explanted product, so it wasn¿t going to be returned for analysis. No further patient complications were anticipated.